Manufacturer narrative:
All applicable codes were included. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2018 reporting that the cause of the parity por was unknown. Reprogramming did not resolve the reported issues. No further steps were taken and x-rays were not planned or performed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient had felt stimulation turn itself off a couple of weeks ago. It was reported that a 0x400 parity error power on reset (por) was seen on the clinician programmer. The patient had not seen a por on the patient programmer. The manufacturer representative was able to successfully clear the por. Therapy was turned on but the patient was not feeling stimulation even when amplitude was increased. Patient had 2 programs at 7.8 v. Impedance were run at 0.7v which showed electrodes 5 and 10 were over 10,000 ohms and the rest were around 1000-1500 ohms when referencing different electrodes. It was indicated that the patient was using those contacts in programming so the manufacturer representative changed those and the patient was able to feel stimulation on the left side at a low amplitude but was not feeling anything on the right side. The right side active electrodes were 9, 11, 13, and 15. Impedances were run again to confirm and it showed the same values as the previous measurement. The caller was going to attempt to reprogram again and possible have the patient scheduled for x-rays. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.